Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Four orbital atherectomy treatments were performed in the anterior tibial (at) artery, which was 100% stenosed and heavily calcified. The orbital atherectomy device (oad) was unable to cross an area of the mid at. Balloon angioplasty was performed; however, the lesion could not be crossed. During removal of the oad, the viperwire guide wire became stuck in a previously placed stent, which was not visible on imaging due to the high level of calcification of the vessel. The physician pulled the wire, and it fractured. Following angioplasty, a stent was deployed over the fragment. The previously placed stent was blocking the treatment location, and the procedure was stopped. The patient remained in stable condition throughout the procedure.